Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that hemorrhage is listed in the otw graftmaster instructions for use as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the right inferior epigastric artery with the use of a non-abbott device. The 3.0 x 16 mm graftmaster stent was deployed in the right inferior epigastric artery and deployed at 14 atmosphere for 45 seconds. The stent balloon was then removed and angiography obtained. There was noted to be a small continuous dye extravasation consistent with a perforation, therefore, a 3.0 x 12 mm graftmaster stent was positioned in the proximal to mid right inferior epigastric artery, overlapping the previously placed stent just distally and this was deployed at 12 atm for 1 minute. The balloon was then taken up in the mid segment to 14 atm for another 30 seconds then the stent balloon was removed. Angiography showed the perforation was sealed. Hemostasis of the left common femoral artery was obtained utilizing a starclose device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.014 fielder fc; .014 all star. Guide cath: jr4; guideliner; glide advantage. Sheath: omni flush; 6 fr 45 cm destination. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.